Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2015 and an advantage fit was implanted on an unspecified date. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; groin pain; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury nonsurgical treatments: the patient was treated with incontinence medication: botox for the treatment of: help incontinence. The patient was treated with other (please specify).